Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams miniarc to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination," mental anguish, severe emotional distress, severe and permanent injuries, disability, dense scarring and other such damages that required "additional medical care and treatment and/or surgical intervention."